Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system was functioning as intended and had been used in cases successfully since the issue occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when loading patient exams on the system, the software became unresponsive. The site was pushing an exam from electronic picture archiving and communication systems (pacs) when the system became unresponsive. The mouse could move. The site rebooted the system and pushed a different patient exam and the issue reoccurred. The site tried using another system and both exams would not load. Technical services (ts) suggested the site burn a cd or a universal serial bus (usb) to get exams for case. There was no patient present when this issue was identified.